Event description:
It was reported to medtronic neurosurgery that after the device was implanted the pt developed a high fever. The physician believed that there was excessive flow through the device and explanted it. It was also reported that the pt has stabilized and is in recovery.

Manufacturer narrative:
The valve was patent. It met requirements for the preimplantation testing. It also met all of the requirements for the pressure-flow testings. The valve however did not meet requirements for the siphon, reflux, and leakage testings. There were cuts on the top of the reservoir chamber. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.